Event description:
It was reported the patient had an allergic reaction to morphine in her pump. Patient stated there was a little bit of morphine put in her pump. Patient stated it made her really sick and that the morphine was never taken out of her pump. Patient was due for a refill in (B)(6). Patient thought the alarm date was the end of this month, but was unsure. Patient noted she was released from the hospital yesterday after being admitted for 2 weeks. Patient stated she was throwing up and could not keep anything down for 2 weeks. Also, patient indicated she was told she had kidney failure. Patient was at home and seeking new hcp. At the time of this report, no further details were reported. Additional information will be provided when available.

Manufacturer narrative:
(B)(4).